Event description:
It was reported replaced the product due to defective clamp during use. No other information was provided. It was reported this occurred with two devices. This report addresses the second device.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported replaced the product due to defective clamp during use. No other information was provided. It was reported this occurred with two devices. This report addresses the second device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), applicable manufacturing records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged clamp could not be confirmed as the reported issue could not be reproduced. Two 5 fr powerpicc catheters and kit accessories were returned for evaluation. The product sticker labels indicate lot: refz2139. The samples were labeled 'sample 1' and 'sample 2' for investigation referencing. Sample 1 was infused with water and was found to be patient to infusion. The clamps were engaged and the extension tubing was pressurized. No fluid was able to be infused through the clamped extension legs. Sample 2 was also infused with water and found to be patent to infusion. The clamps were engaged at a different region from their returned clamp location and the extension tubing was pressurized. No fluid was observed to leak. The clamps were also tested at the returned clamped regions and no leaks were noted. Based on the description of the reported event, possible contributing factors include mechanical interference during closure of the clamp. Since the reported issue could not be reproduced, the complaint could not be confirmed at this time. A review of complaint records associated to the reported lot did not reveal any additional complaints for this issue and a review of the manufacturing records did not reveal any evidence to indicate a manufacturing related root cause. A lot history review (lhr) of refz2139 showed no other similar product complaint(s) from this lot number. The complaints for this lot number (refz2139) have been reported from the same facility.